Manufacturer narrative:
(B)(6).

Event description:
It was reported that the patient applied opsite dressing after hysterectomy surgery. The doctor removed the dressing next day and the skin came off with the dressing. The patient suffered pain.